Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Additionally, it was reported that the display screen was unreadable as the number 2 was not visible. After pump was reset in an attempt to resolve unresponsive touch screen, a malfunction alarm occurred. Customer¿s blood glucose level was 291 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unresponsive and unreadable touchscreen issue could not be verified.